Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with lavh/bso and cystourethroscopy due to sui, pelvic pain and symptomatic fibroid uterus.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and transvaginal urethrolysis on (B)(6) 2012 due to voiding dysfunction.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient experienced urinary problems, infections, and recurrence, and worsening of incontinence. It was reported that the patient suffered psychologically and emotionally. No additional information was provided.